Event description:
Css screw needed to be replaced. The cranial screw of the c5-6 (was pre drilled with straight awl) was incorrectly positioned. Thus the physician decided to remove the screw and reposition it. According to statements of the physician the locking clip could not be pushed off, however, in spite thereof the screw could not be removed. The entire cage dissolved. The cage was examined by the physician, now the clip could not be moved any more. The cutting traces at the cage were caused by the diamond cutter. Surgery was finished with another implant, with out harm to the patient, no significant prolongation of the or time. This is 1 of 2 reports for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. The objected implants were evaluated by the responsible product development center, a precise cause for the damage could not be determined, though. The instruments have been produced according to specifications. No production error has occurred.